Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was repositioned due to dislodgement. Rv lead was dislodged overnight from original implant on (B)(6) 2019. Should additional information become available, this file will be updated.